Manufacturer narrative:
The smiths medical pump was returned and it was found to have a damaged lens. There was a system fault noted in the event log and the issue was able to be replicated during testing. The main pcb will be replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had a faulty screen with lines in it. Additionally, the pump is also alarming. There were no reported adverse events.

Manufacturer narrative:
H6: additional information was recieved that there was no patient present at the time of the event.